Manufacturer narrative:
Records indicate this lead remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited high out of range shock impedance measurements. In clinic the shock impedance value was 123 ohms. Technical services discussed continued monitoring and evaluation options if the measurement continued to increase. No adverse patient effects were reported.